Event description:
A conservative medical device report is being submitted to the FDA. Hill-rom has received a report alleging that the vest may have contributed to a patient passing blood in his stool and experiencing pain between his rib cage and stomach. Although the patient's doctor did not find a source for any bleeding and did not state the vest caused any bleeding, the patient reports that he received two pints of blood and two pints of plasma. No malfunction of the unit was alleged nor found through the functional testing of the device.